Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse suggested that they check the start up the next day after changing column and recalibration the day of the report. On (B)(6) 2018 the fse followed up with the customer over the phone and the customer reported missing peaks on the first sample only. On (B)(6) 2015 the fse conducted on-site follow-up with the customer. The fse adjusted the pump flow rate, replaced pump plunger, and adjusted the retention time which returned the instrument to normal operation.. The most probable cause of the reported event was due to a defective pump plunger.

Event description:
On (B)(6) 2015, a customer reported check peaks and fp peaks with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.